Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break was confirmed as a link break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, during insertion, there was no resistance; however,the guide broke in half above the footplate. The separated piece was retrieved. Another suture was successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.